Event description:
I've been using it for awhile now. I keep getting pneumonia aspirating. I think caused from this product. Dose or amount: denture cream, frequency: 1 daily, route: oral. Dates of use: 2005 - 2008. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.